Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Liner, once inserted in pt, kept dislocating. Replaced with exact same product code and lot number. Surgery extended.